Manufacturer narrative:
The reported complaint that the autopulse platform (sn: (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed in the archive data but was not confirmed during functional testing. According to the archive logs, the ua07 event occurred while no weight was present on the platform. During the evaluation, the advisory message could not be replicated, and the autopulse platform functioned as intended. A review of the archive data showed several ua07 advisory messages on the reported event date, confirming the reported complaint. A user advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient is out of position or that the patient is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. The autopulse platform passed initial functional testing without any fault or error. The reported ua07 advisory message was not duplicated. Zoll is awaiting the customer's approval for service. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(6) was used in an attempt to resuscitate a 59-year-old male patient who experienced a witnessed cardiac arrest in the presence of ems. The customer reported that the autopulse platform was deployed with no engagement as it continuously displayed user advisory 07 (discrepancy between load 1 and load 2 too large) upon powering on the device. This was followed by the prompt: "pull up lifeband and press restart." Despite following the on-screen instructions multiple times and repositioning the patient on the platform, the device failed to engage. As a result, manual CPR was administered throughout the resuscitation effort. However, return of spontaneous circulation (rosc) was not achieved, and the patient was later pronounced deceased at the hospital. The customer does not believe the autopulse failure contributed to the outcome, as the patient had a significant recent medical history, which likely steered the outcome regardless of any intervention that was performed.